Event description:
It was reported that the pt had gradual loss of auditory ability. In 2002 the external components were exchanged but the same problem reoccurred. Telemetry testing carried out in 2002 showed that there was poor coupling to the implant.